Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and it noted the presence of this alarm in the log. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The 'downstream occlusion' was verified. The cause was determined to be the force sensor zif tail was found to not be properly connected to the j9 connector, which was determined to be the cause of the reported problem. The force sensor was reconnected to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant downstream occlusion alarm during therapy (programmed volume, delivery rate and medication unknown) in the surgery care area. There was no patient injury or medical intervention associated with this event. No additional information is available.